Event description:
Event occurred in united kingdom. It was reported that the patient faced event on (B)(6) 2026, where there was leakage on the reservoir causing hyperglycemia treated by manual pen. The patient changed infusion set three times.

Manufacturer narrative:
Initial 1 of 3. E1: (B)(6). Country: switzerland. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.